Event description:
The customer reported that an mp70 monitor did not alarm as it should have on one occasion.

Manufacturer narrative:
The customer reported that an mp70 monitor did not alarm as it should on one occasion. It was reported that the monitor was tested with a simulator and it passed all tests. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).